Event description:
Broke tibial ankle clamp after taking off the patient.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a fractured triathlon tibial alignment ankle clamp was reported. The event was confirmed. Method and results: device evaluation and results: one of the flippers of the tibial alignment ankle clamp was fractured. The device was manufactured to revision g of the product drawing. Medical records received and evaluation: not performed because there is no indication the event was related to patient factors device history review: review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: there have been other similar reported events for this lot ID. Conclusions: the investigation concluded that the ankle clamp flipper broke from multiple overload conditions during use. Ncr and CAPA were opened to perform a root cause investigation. CAPA was closed. Corrective action: ncr and CAPA were raised to evaluate the design of the ankle clamp and further investigate the root cause. The CAPA was closed. Root cause description: design review procedure(s), in place at the time of device development were not comprehensive enough to identify all potential failure modes. Not all potential failure modes, including those initiated by forseeable misuses of the device, were identified and mitigated at the time of device development. The material selected was inadequate for designed use. Action description: the design review procedure has been implemented to provide requirements for rigorous design review of all new products. Create a dfmeca and a risk table to identify and mitigate the all potential failures modes. Change the current material to a more appropriate material for the designed use.

Event description:
Broke tibial ankle clamp after taking off the patient.